Manufacturer narrative:
B3- date of event: corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that stent dislodgement occurred. A 20 x 4.00 promus elite drug-eluting stent was advanced for treatment. However, after deployment, the stent was dislodged while using a non-bsc guide extension catheter. The procedure was completed with a different device. No patient complications were reported. It was further reported that the stent was removed from the patient's body by pulling it out through the guideliner catheter.

Manufacturer narrative:
Date of event: date of event was not reported therefore the date of (B)(6) 2020 was populated as an estimated date of event.

Event description:
It was reported that stent dislodgement occurred. A 20 x 4.00 promus elite drug-eluting stent was advanced for teatment. However, after deployment, the stent was dislodged while using a non-bsc guide extension catheter. The procedure was completed with a different device. No patient complications were reported.